Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device"), device dislocation ("migration of essure device") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included melanoma, urinary incontinence and cholecystectomy. Concurrent conditions included urinary frequency, dysfunctional uterine bleeding, endometriosis, allergic reaction to antibiotics, menstrual disorder, uterine enlargement and uterine fibroids. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection : urinary tract infection"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("severe cramping"), cystitis ("infection : bladder infection"), vaginal infection ("infection : vaginal infection") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((supracervical hysterectomy (uterus only)) and on (B)(6) 2014, underwent a pelvic surgery to try and alleviate the symptoms. Hysterectomy (full),). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, abdominal pain upper, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, device dislocation, genital haemorrhage, menorrhagia, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received event " abnormal bleeding (vaginal, menorrhagia)" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device"), device dislocation ("migration of essure device") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included melanoma, urinary incontinence and cholecystectomy. Concurrent conditions included urinary frequency, dysfunctional uterine bleeding, endometriosis, allergic reaction to antibiotics, menstrual disorder and uterine enlargement. In 2014, the patient had essure inserted. In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("severe cramping"), cystitis ("infection : bladder infection"), urinary tract infection ("infection : urinary tract infection"), vaginal infection ("infection : vaginal infection"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (on (B)(6) 2014, underwent a pelvic surgery to try and alleviate the symptoms.) And surgery ((supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder and abdominal pain upper outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, cystitis, device dislocation, genital haemorrhage, perforation, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "migration of essure device, infection : bladder infection, urinary problems or changes, bladder problems or changes, infection : urinary tract infection, infection : vaginal infection ,stomach pain, she did not underwent essure confirmation test.", reporter added from pfs. On 27-feb-2018: reporter, historical and concomitant condition added from medical record. Follow up 1 and 2 process together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("chronic pelvic pain female"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2014, underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the perforation, genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and perforation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.